Manufacturer narrative:
Pump passed displacement test and leak test. All the buttons functioned properly and no moisture damage on keypad traces noted. Unit was received with pump error 63 alarm during self test due to broken trace on the keypad assembly. Unit was received with cracked select button keypad overlay, damaged keypad overlay texture, minor scratched lcd window and scratched case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that the insulin pump had a keypad anomaly and the button was stuck. Customer¿s blood glucose was unknown at the time of incident. No troubleshooting was performed. Insulin pump is being replaced and is expected to return for analysis.